Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device light guide insertion section. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing or the device was not reprocessed prior to return. The event can be detected/prevented by following the device IFU sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastro intestinal videoscope exhibited foreign material in the light guide insertion tube. There was no patient involvement and no harm reported as a result of the event.